Event description:
During a remote follow up, episodes of post paced t wave oversensing were observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.